Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was received from a customer by a boston scientific distribution center. During inspection of the returned flexima biliary stent system, a wool-like fiber was noted in the sealed packaging. There no damage to the packaging. Additional information received confirmed there was no patient or procedure involved in this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was received from a customer by a (B)(4) center. During inspection of the returned flexima biliary stent system, a wool-like fiber was noted in the sealed packaging. There no damage to the packaging. Additional information received confirmed there was no patient or procedure involved in this event.

Manufacturer narrative:
A visual evaluation of the returned device revealed that a fiber like foreign matter was inside the sealed pouch near the product tray. The product packaging tray, catheter device and all other components were intact. The specification for loose particulate non-round foreign material (i.e. Fibers, lint) within a sealed package is 3.0 mm. The foreign matter measured against a (B)(4) (spot/ dot area), was found to be larger than the allowable size/ specification of 3.0 mm squared. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is manufacturing. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.